Event description:
It was reported that during an unknown procedure the doctor used tcr10 to anastomosis colon after pass 5 days, patient need to redo surgery because doctor found stapler line leakage.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: patient status: after surgery 5 days, patient need to redo-surgery and close the leakage by suture tire. Patient stay in hospital longer and is in better condition. After 5 days patient status is not good do patient need to redo surgery. Doctor found stapler line leakage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is it the surgeon standard routine to use 100mm device for this procedure or were there other tissue factors that lead to this decision? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.